Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on 2017-jan-24. Information regarding the initial reporter was reporter. Additionally, it was reported that the logs of the patient¿s pump were read and the pump was updated as diagnostics for the pump motor stall. It was confirmed that the pump was replaced on (B)(6) 2017 and would be returned for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) and conclusion code no longer apply

Event description:
Additional information was received from a manufacturer's representative on 2017-jan-23. The pump logs that were read on (B)(6) 2017 show a motor stall occurred on (B)(6) 2017 at 9:32, a "stopped pump period may exceed tube set" message on (B)(6) 2017 at 9:32, a motor stall recovery occurred on (B)(6) 2017 at 21:16, and a motor stall on (B)(6) 2017 at 5:38. The pump was explanted and returned to the manufacturer for analysis.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing lioresal (2000mcg/ml at 940mcg per day). The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall occurred on (B)(6) 2017. Motor stall recovery was reported. The patient did not recently undergo magnetic resonance imaging (MRI), and had no known exposure to electromagnetic interference (emi). Pump replacement was planned for (B)(6) 2017, and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.